Event description:
In early 09, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter has a power issue (meter does not turn on). On 1/22/09, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The pt tests her blood glucose 3 times per day and controls her diabetes with metformin. The power issue began when the pt reportedly spilled water on the subject meter in 2008. The pt went without testing her blood glucose for an unspecified amount of time until her daughter provided her with the new meter. According to the pt, when she was without a blood glucose meter and was unable to test her blood glucose, she developed symptoms described as "sweaty, see wavy pattern, and sleepy." The pt claimed the aforementioned symptoms usually mean her blood glucose is low at approx 78 or 80 mg/dl. The pt was not tested on any other device at the time of concern. The pt feels that had she been able to obtain her blood glucose on the day of concern, she could have prevented the alleged hypoglycemic episode. During troubleshooting, the customer care advocate noted that there was misuse on the subject meter. This complaint is being reported because the pt claimed she was hypoglycemic after she was unable to test her blood glucose after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.